Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl while wearing the pod on the abdomen for between 5 and 24 hours. Despite delivering several correction boluses with the pod, the bg levels would not decrease. Symptoms reported include tiredness, feeling weak and thirst. The pod was removed at the ER and the patient was treated with fluids and insulin intravenously.